Event description:
It was reported that the tubing of this inflatable penile prosthesis (ipp) was broken between the pump and the cylinder, resulting in fluid loss. The reservoir was drained and remains in situ. The rest of the components were explanted, and a new device was implanted. There were no patient complications.